Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: 2021-56021

Event description:
A government agency reported via med watch number mw5102906 that a patient voluntarily reported that following a glaucoma filtration device (gfd) implant procedure, the patient experienced corneal damage and blurred vision. The patient¿s cornea specialist stated that patient was losing corneal cells due to the gfd. The patient required daily eye drops to reduce the swelling of cornea otherwise the patient cannot see properly. The patient stated that the physician doesn¿t know how long this will continue to work. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria. The manufacturer internal reference number is: (B)(4).